Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection that a zero tip basket was used during right nephrostomy tube placement, right percutaneous nephrolithotomy, right renal access and dilation, right renal ultrasound with interpretation, right ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2020. During procedure, the stone was unable to be removed. Patient was scheduled for another operation. Additionally, the patient experienced urinary tract infection. The patient stayed longer in the hospital than the intended procedure date requiring medication.